Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The damage or defective electrode, difficult to position, and helix difficulty were confirmed basing on the observation of deformed helix. The known inherent risk investigation conclusion code was selected based on the field report of helix difficulty and the observation of a deformed (stretched out) helix tip. Helix tips which are deformed to the point of inhibiting extension or retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was a case of an attempted implant due to no good left bundle placement response which was repositioned several times and the helix started to stretch out. This brady lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that lead was a case of an attempted implant due to no good left bundle placement response which was repositioned several times and the helix started to stretch out. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant due to no good left bundle placement response which was repositioned several times and the helix started to stretch out. This brady lead was replaced and never in service. No adverse patient effects were reported.